Event description:
It was initially reported that the pt developed an infection; the location was unspecified. The pt recovered. It was later reported that following pump implant surgery, the pump dose was started at gabalon (baclofen) 50 mcg/day. Between (B)(6) 2010 and (B)(6) 2011, the pump doses ranged from 57.5 mcg to 152.6 mcg (dose escalated). Prior to pump implant, the pt experienced significant dystonia in the limbs and trunk. On (B)(6) 2011, it was noted the pt had reduced dystonia. On (B)(6) 2011, the pt's crp was elevated. The event was considered mild in severity. On (B)(6) 2011, fluid was observed in the dorsal wound. The wound had reddened. An incision was made in the skin to drain the pus. The pus was drained and subcutaneous tissue washed. Fluid was observed in the abdomen. The pump and catheter were entirely removed on (B)(6) 2011 due to the infection. A drain was inserted into the lower back wound and the wound was resutured. The event was considered severe. The intravenous antibiotic zyvox was given. The antibiotic was discontinued on (B)(6) 2011 and the pt had recovered from the infection. It was noted the actions during the implant operation and post-operative course were carried out regularly as no major events leading to the infection were observed. It was believed there was no causal relationship.

Manufacturer narrative:
(B)(4).

Event description:
The catheter (model 8711, lot # n180748004) was implanted after its use before date which was (B)(6) 2010.